Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: grip has a scratch; suction cylinder has no color; switch box has a scratch; elevator control lever has a crack; due to a scratch on plug unit, water tightness is lost; due to wear of angle wire, bending angle in down direction does not meet the standard value; image guide protector has a chip; objective lens has a scratch; connecting tube has coating peeling; due to annual inspection, parts must be replaced; adhesive around light guide lens has discoloration; adhesive around objective lens has wear; there is corrosion around forceps lever; universal cord has coating peeling and broken elevator lever - olympus not confrimed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope, broken elevator lever. The issue occurred during an unknown event. The event occurred before the procedure. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the foreign material on groove or gap of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The customer later confirmed the event occurred during preparation for usage, and confirmed no patient injury. The device was reprocessed prior to sending the device for repair. The exact event date is unknown. No further information is available. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing was not conducted properly due to leakage by the scratches on the plug unit. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.